Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated that there were missing dots on the trend graph screen and did not notice any errors displayed on the continuous glucose monitor (cgm). No medical intervention was reported. Additional event or patient information is not available.